Event description:
The patient presented with acute heart failure and an echocardiogram revealed aortic regurgitation. The valve was explanted and replaced with a 23 mm sjm epic valve. Intraoperatively, it was noted that one cusp of the trifecta valve had a tear near the top.